Event description:
Patient was undergoing CABG when the cor-knot device malfunctioned and did not release from the suture. Suture was cut releasing the cor knot device. Provider manually sutured the rest of procedure.